Event description:
In 2007, the lay user/patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient stated that the meter shuts off after the countdown when applying the blood to the test strip. The patient tests his blood sugar 3-4 times daily and is on an unspecified insulin regimen. He said that nine days earlier at around 11 am, he was camping and his meter was powering off during use. He went ahead and took 60 units lantus and 15 units of humalog insulin at that time. He said a lady who happened to be a nurse at the campsite told his wife that he was "acting weird" and told his wife to call emergency. His wife called emergency and he was subsequently taken to the hospital. At the time, the patient was unable to specify whether the symptoms were indicative of hypoglycemia or hyperglycemia. He could not remember having the symptoms because he was incoherent at the time and could not remember if emergency services staff or the hospital took his blood sugar level. He does not remember any values for blood sugar readings taken by medical staff. He was admitted to the intensive care unit at the hospital for 5 days and was discharged. He was diagnosed with hyperglycemia and an unspecified infection. He was given intravenous fluids and insulin according to the readings on the medical staff's meter. He did not specify type or dose of medications. The test strips, meter and control solution were replaced. The customer care advocate (cca) verified that there was no meter trauma and the meter was not a new product. The patient had the meter for 6 months. The meter readings were not downloaded prior to this incident and the meter did not power off due to the meter's routine automatic shutoff. Although there is insufficient information, this complaint is being reported due to the following conclusion: the patient alleged not being able to obtain blood glucose results, administered insulin, and became incoherent. The patient was diagnosed for hyperglycemia and an infection.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.